Event description:
It was reported that the patient was admitted to the intensive care unit under cardiopulmonary resusitation. An ECG showed exit block. The patient had minutes of ventricular capture followed by seconds of loss of capture. The device was reprogrammed and the patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.